Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8780, serial#: hg3fb7015, implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-aug-2023, UDI#: (B)(4) ; product ID: 8780, serial/lot#: (B)(4), ubd: 24-may-2021, UDI#: (B)(4) ; product ID: 8780, serial/lot#: (B)(4), ubd: 17-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing fentanyl (2000 mcg/ml at 475.4 mcg/day) and bupivacaine (26 mg/ml at 6.180 mcg/day) via an implantable pump for unknown indications for use. It was reported that a l2-3 laminectomy was scheduled to determine the cause and location of the persistent cerebrospinal fluid (csf) leak. There were unknown factors that may have led or contributed to the issue; however, the physician suspected it was due to prior catheter/needle entry site. During procedure, it was determined that prior needle entry/prior catheter site was the cause of the csf leak. There were no leak around the current catheter and anchor. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.